Event description:
During the index procedure, a resolute integrity drug eluting stent was implanted in the lad. Approximately 6.5 months post index procedure the patient was reported to have in-stent restenosis and stent thrombosis in the lad. A balloon angioplasty and CABG revascularization of the target vessel was performed as treatment. The patient recovered with treatment. The investigator indicated that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).